Event description:
Sorin group received a report that the pump stopped after a new speed potentiometer had been installed. There was no pt injury.

Manufacturer narrative:
Add'l 510(k) # is k955038. Sorin group (B)(4) MFR the s3 roller pump (510k number k950990) and the s3 double headed roller pump (510k number k955038). The speed potentiometer is a component of these pumps. This incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please not that this MDR is being filed due to a recent change in sorin group (B)(4)'s medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report that the pump stopped after a new speed potentiometer had been installed. There was no pt injury. The speed potentiometer was sent to sorin group deutschland and then to the supplier for further eval. The supplier replied that during testing the peed potentiometer functioned properly. No failures were seen. The reported problem could not be reproduced. No further action is necessary.